Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. ,

Event description:
Boston scientific received information that during the implant procedure a general anesthetic was performed. Just prior to wound closure the patients' blood pressure dropped, and a cardiac sonography showed that the patient had a pericardial effusion. A procedure was performed to remove the blood which resulted in the patients' blood pressure to normalize. The cause of the pericardial effusion was unknown, and normal measurements were seen post implant. No additional adverse patient effects were reported.